Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cycler experienced a low priority alarm 30166 (too much air pulled from source during a therapy). The patient was connected at the time of the alarm. This occurred during dwell three of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have contributed to the reported issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and evaluated for the reported issue of air in the line. A manufacturing record review revealed no issues that could have caused or contributed to the reported issue. The event history log was reviewed and noted the presence of the low priority alarm 30166. An external inspection was performed and no problems were found. A short simulated therapy was performed and was completed successfully. The reported issue was caused by conditions outside of the device not duplicated during the complaint evaluation. The direct cause of the problems could not be determined. Service actions were not required. Should additional relevant information become available, a supplemental report will be submitted.